Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-09615 / 2017865-2022-09617 / 2017865-2022-09618. It was reported that the patient presented to the hospital with septic shock-like symptoms due to an infection. The infection was identified by a culture were (B)(6) bacteria was found. The device was eroding from the skin and the leads had vegetation. The entire system was explanted. The patient condition was stable post-procedure.